Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The battery passed visual examination and functional testing. During the maccor testing, the battery discharge cycle took 04:13:50 hours at 1 amp which is an indication that the battery performed as intended. There is no evidence that a device malfunction caused or contributed to the reported event. No failure detected. There was no power consumption issue with the battery. Per instructions for use: the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's battery would not hold a charge. When the battery was connected to the controller the battery charge rapidly decreased. The patient was issued the battery on (B)(6) 2015. The battery was removed from service without consequence to the patient.  No further information was provided.